Manufacturer narrative:
Device discarded by user.

Event description:
A physician reported a mesa screw axial slip approximately one-year post implant. The patient has been revised.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A physician reported a mesa screw axial slip approximately one-year post implant. The patient has been revised.